Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the error b30 was displayed was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, there was possibility that this event was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was greenish and reddish, and the scope communication error b30 was displayed after the video connector was disconnected then connected, and the endoscopic image was greenish when the connector was disconnected then connected again. There was no report of patient injury associated with the event.